Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) switched off three times without any external influence. The doctor could see it on the clinician programmer and switched on. The next day the ins was off again. Impedance measurement was taken, but there were no problems. Device data will be analyzed if the device switches off again. No surgical intervention occurred nor was planned. Conflicting information stated that explant was planned. The issue was resolved at the time of this report. Medical history included "mpd." Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Please note that the event should only be reported for malfunction; as follow-up indicated that no surgical intervention had actually occurred.

Event description:
Additional information reported the patient experienced a loss of therapy when the device turned off. It was also reported the patient's ins had not turned off on its own since initially reported. The patient's ins was not explanted or replaced and there were no actions planned at the time of follow-up. It was noted the patient's hcp reported that everything was ok at that time.